Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator had jammed and was not able to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had been jammed and unable to open due to a loose connection. A field service engineer (fse) removed the access control panel to inspect the wire harness and latch, found a loose connection to the sensor on the latch, and reset the connection successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.